Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03jul2023. H6: investigation summary in response to the event reported by your facility a device history review was conducted for lot number 126096 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Visual analysis allowed our engineers to identify stretching of the tubing, and a rough broken edge, both of which are clear signs of excess tensile force being applied to the device. Based on these observations and the provided information form your facility, our engineers have determined that the root cause for this event is not related to the manufacturing process.

Event description:
It was reported that after placement with bd pegasus plus¿ closed needle protection IV catheter system it was discovered that the patient pulled out the catheter and it was intact, patient was playing with it and the catheter broke. The following information was provided by the initial reporter, translated from chinese to english: the catheter was pulled out by the child during the indwelling period of 2 days after the catheter was placed. The child said that it was intact when it was pulled out, and he played with it later, but the broken part could not be found when the nurse on duty found it. At the request of the parents, a general inspection has been done, and no broken parts were found. Now the hospital asks the company to help find the following possible reasons for broken tubes. Defective samples can be returned.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after placement with bd pegasus plus¿ closed needle protection IV catheter system it was discovered that the patient pulled out the catheter and it was intact, patient was playing with it and the catheter broke. The following information was provided by the initial reporter, translated from chinese to english: the catheter was pulled out by the child during the indwelling period of 2 days after the catheter was placed. The child said that it was intact when it was pulled out, and he played with it later, but the broken part could not be found when the nurse on duty found it. At the request of the parents, a general inspection has been done, and no broken parts were found. Now the hospital asks the company to help find the following possible reasons for broken tubes. Defective samples can be returned.